Event description:
It was reported that during a stenting treatment procedure, removal difficulties and partial deployment occurred. The target lesion was located at the distal right coronary artery (rca). After placing multiple stents, a 24x2.25mm ion stent delivery system (sds) was advanced but it did not cross the distal lesion. It was noted that the device had to be advanced through multiple stents. Upon removal, the sds got stuck and the stent was deployed. Upon deployment, only the proximal half of the stent expanded. The delivery system was removed and a different balloon catheter was advanced to fully deploy the distal end of the stent. No additional patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.